Event description:
On (B)(6) 2010, patient reported air bubbles have appeared in the past 2-3 insulin cartridges during use. Patient reported she would then prime out the air bubbles and resume normal use. Patient needed to disconnect, will call back, on follow up call to patient on (B)(6) 2010, patient reported air bubbles often appear during use of the insulin cartridge. Patient stated air bubbles appeared on (B)(6) 2010, in the current insulin cartridge. Patient reported she disconnected from the infusion site, and successfully primed out the air bubbles. Patient stated there were no air bubbles at this time. Patient reported usually 1-2 large air bubbles appear near the infusion adapter. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.